Event description:
A caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if any issues arose again.